Event description:
The pt received the scs system on (B)(6) 2008. The pt reported that the ipg pocket suddenly became very hot while charging the ipg. It was also reported that the pt's skin temperature continued to rise after the charging wand was removed from the area. Stimulation was off at the time of this event. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.